Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, distal fiber breakage, reduced light transmission and video connector housing was also found to be cracked on all sides were identified during device inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that all the malfunction were due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported that the rigid video laparoscope black image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from the customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 05/06/2025.